Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a failed battery test and air bubbles anomaly from the insulin pump. The customer stated that when they inserted a new battery, the battery did not work well. The customer stated that the battery did not last more than one week. The customer was advised to insert new aaa alkaline batteries and clean the battery cap. The customer also stated that there was air bubbles in the reservoir. The customer was advised to monitor the pump and call back.